Event description:
It was reported that during a laparoscopic cholecystectomy procedure, oozing was confirmed after the device was fired on the cystic artery and cut between the tissue with scissors. Then, it was found that the scissoring occurred. Although second device was used, tear-drop shaped clips or malformed clips were formed from at the 1st firing to the 3rd firing. Oozing was stopped with being clipped. Also, when another clip applier was fired on the cystic duct, the clip was malformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: was there a measurable blood loss?---just a little. If yes, what was the quantity? ---na. Which firing of the device did this event occur on? 1st device---?---1st. 2nd device---1st - 3rd. What vessel or structure was the device fired on at the time of the event? Cystic artery. Was the clip fully advanced into the jaws prior to firing? ---no information. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---no. If so, when? Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---yes, out of the patient. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? If so, what? ---no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---no information. The analysis results found that the device (a) was returned empty. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. However, two clips with gap and two unformed clips were returned along the device. No conclusion could be reached as to what may have caused the event reported. The analysis results found that the device (b) was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # j91v68, expiration date: 06/2017, manufacturing date: 07/2012.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.